Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation; therefore a definitive root cause could not be determined. However, the customer was informed that the blender would need to be replaced and was given a part number. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is having an o2 leak from safety valve. Furthermore, there was no patient associated with the reported event.